Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 43 mg/dl. Insulin delivery was suspended. They treated with juice and their blood glucose went up to 136 mg/dl. The insulin pump will not be returned for analysis.